Event description:
When images displayed, previous pt image inserted into series with current pt header and text info. Shoulder images from previous pt displayed with cervical images from current pt. After application restart performed, image display correct.